Event description:
It was reported that a clearlink non-dehp secondary medication set experienced no flow. The reporter stated that the nurse inserted a needle into the rubber septum of a non-baxter glass medication bottle to induce flow. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.